Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a power issue and would intermittently not turn on. The pt tests her blood glucose 3-4 times a day. She tests before breakfast, 2 hours after breakfast, 2 hours after lunch, and at bedtime. The pt takes actos once a day in the morning, glipizide twice a day, and byetta twice a day. The pt does not adjust her dosages of glipizide and byetta. The pt takes an extra 1/2 pill of actos in the afternoon if her blood glucose level is still high. The pt indicated that the alleged meter issue started around three days earlier. On the day prior to original date, the pt obtained a pre-breakfast meter reading of "119 mg/dl" and a post-breakfast meter reading of "127 mg/dl." After lunch, the pt tried to test her blood glucose but the meter reportedly would not power on. An unknown time later that same day in the evening, the pt started to feel shaky. She attempted to test her blood glucose again but the meter still did not turn on. The pt administered self-care by drinking orange juice which helped to relieve her symptoms. After drinking the orange juice, she attempted to retest but was unsuccessful again. The patient called her dr the following day, the dr advised the pt to call lfs for assistance with the meter. She denied receiving medical treatment from the dr. The reported meter issue was temporarily resolved after the pt reseated the meter's battery. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.